Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used in a button placement procedure. Patient's weight was not provided. Per the complainant, the tube pulled out of the stoma without resistance during the button placement after making the 1.5cm incision. The incision was covered with gauze and the procedure was cancelled. The patient presented with a fever, however, it could not be determined if the fever was related to this event. Post procedure, the patient's status was reported as stable and the fever was resolved due to antibiotic therapy.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.